Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 403 mg/dl. The customer attempted to treat their blood glucose with a bolus, but it did not deliver. The customer was able to treat for their blood glucose with a manual injection. The customer did not find any kinks in the tubing. Customer's current blood glucose was 280 mg/dl. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. The insulin pump also passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.